Event description:
A caller reported experiencing cgm error 42, prompting an evaluation of the situation. There was no adverse impact on the customer's blood glucose level. Customer technical support provided comprehensive information on performing a pump reset and guided the caller through the process. After completing the reset, the caller successfully started their sensor session, and the pump no longer displayed the cgm error code.